Manufacturer narrative:
The failure investigation has been completed and based on the analysis, the reported issue against the charging supplies was not able to be verified due to the charging supplies not being returned for investigation, however; additional issues were identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions causing the customer to "smell fumes". Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.